Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote monitoring transmission was performed and reviewed. Oversensing that was thought to be possible electromagnetic interference was observed in a stored episode. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.